Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) lead pace impedance measurements of greater than 3,000 ohms, an episode of what appeared to be brief atrial channel oversensing of ventricular signals. A pacemaker mediated tachycardia (pmt) episode was stored possibly due to false or atrial sinus driven. This crt-d remains in service. No adverse patient effects were reported.